Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels lower than "usual"; bg values were not provided. Suspected cause of low bg was not provided. Additional information was not provided at the time of the report. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.